Event description:
Pt had back surgery 3 weeks ago. Baclofen continuous pump placed. Now parent states redness and clear drainage coming from site. Questionable malfunction of baclofen pump. Child sent to another hosp for treatment. Pump had been placed at the other hosp.